Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. The access site was the common femoral artery above the bifurcation. The plunger was inserted for cuff capture by the needles. Difficulty was encountered when attempting to remove the plunger and needles. Following several attempts, the pt was taken to surgery for surgical removal of the device. The vascular surgeon reported finding that the needles were bent in the guide tube and the catheter was kinked at the crimp ring. It was reported that both suture cuffs were captured, but there was conflicting info regarding an end of the suture found in the fascia when the device was removed. The pt recovered without further incident.